Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones, due to battery depletion. Premature battery depletion is suspected. The device was explanted and returned for analysis. A new device was implanted.